Event description:
Our affiliate is reporting that during an arthroscopic procedure, the surgeon observed metal fillings emanating from 3 shaver blades and falling into the patient's joint space. The surgeons states that is was very difficult to assemble the blades onto the shaver mechanism for use. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient. See also associated mdrs 1221934-2010-00037 and 1221934-2010-00038.

Manufacturer narrative:
The 1/14/10 customer report was confirmed. Blood was visible underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Unit is sent to accellent for further evaluation. The 2/2/10 accellent evaluation: the device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. Visually the edges of the burst are ragged and there is inconsistent wall thickness in the area that burst. The entire device was visually inspected and there are no defects detected. Water was introduced through all of the lumens and the water flows from where it should. Functionally the steerable tip does steer. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging.

Event description:
Balloon rupture during training, no patient injury